Event description:
It was reported that the iab had been in use for approximately 5 days in a pt with sepsis and awaiting a heart transplant. Heparin was discontinued and then the catheter's central lumen clotted off. The iab was removed and replaced without any complications.